Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens optic cut to the center. All four haptics are attached and are not damaged. Functional testing could not be performed due to the condition of the return lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that doctor implanted and removed the lens due to capsule break. The incision was enlarged and another model lens and was implanted with no issue. Suture was placed. No other information available. Additional information has been requested, but no additional information has been received.